Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 19mm trifecta valve was successfully implanted. On (B)(6) 2022, echocardiogram findings showed worsening patient heart failure. An aortic valve replacement was performed and a non-abbott device was implanted. The patient is reported to have improved. No additional information was provided.

Manufacturer narrative:
An event of explant of the valve due to a leaflet tear was reported. The investigation found that there was calcifications on all three leaflets which limited the mobility of the leaflets. Fibrous thickening was present on all three leaflets. Circumferential fibrous pannus ingrowth was present on the inflow surface which narrowed the inflow diameter. No acute inflammation or tears were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the reported leaflet tear could not be confirmed, the immobilizing calcification and pannus narrowing the inflow diameter could lead to a variety of potential issues with valve functionality. There is no indication of a product quality issue with regards to manufacture, design, or labeling.